Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead had dislodged. The lead was explanted and replaced. No further information was available.

Manufacturer narrative:
(B)(4).

Event description:
New information on (B)(6) 2016 also notes the lead exhibited no sensing and no capture. The interrogation was then confirmed via a chest x-ray. The patient tolerated the procedure well and their condition post procedure was stable.